Event description:
Per complaint (B)(4), during the clinical procedure, the patient experienced fracture of bone at implant insertion. The implant was extracted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.